Manufacturer narrative:
(B)(4). The device history review for the product visistat 35r 6/box lot# 73b2200288 investigation did not show issues related to the complaint. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the veterinary surgeon, during a surgical procedure on an animal, tried to use the skin stapler and noticed a malfunction, the staples got stuck in the device.

Event description:
It was reported that the veterinary surgeon, during a surgical procedure on an animal, tried to use the skin stapler and noticed a malfunction, the staples got stuck in the device.

Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.